Event description:
It was reported that the customer's blood glucose was 37 mg/dl and he received a sensor reading of 110 mg/dl. The customer also received weak signal and lost sensor alerts. Troubleshooting was performed with the transmitter. No damage was found. The transmitter was found to be functioning correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 3 medwatch reports regarding this event. Please see medwatches 2032227-2014-61409 and 2032227-2014-61411.

Manufacturer narrative:
Insulin pump received with contamination contact pins. However, the insulin pump passed functional testing.